Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, there was imaging component failure due to faulty charge-coupled device unit. In addition, it was noted, there was cable buckling and a loose coupler. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the hd autoclavable camera head image did not appear. There were no reports of patient harm associated with this event.

Event description:
According to the reporter, the event occurred on july 22, 2022 during an hysteroscopic myomectomy procedure. There was no delay in the procedure while the patient was under general anesthesia. The procedure was completed using another product of the same model. There are no additional details regarding the patient or event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported even and the legal manufacturer's final investigation. New information added to the following fields: b5 and h6. A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issue. It has been almost 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this phenomenon could not be identified. The likely cause of the no image is due to charge-coupled device unit failure. The cause of charge-coupled device unit failure has not been determined. Olympus will continue to monitor the field performance of this device.